Event description:
It was reported that a vena cava filter that was implanted approx 31 months ago on a trauma pt (mva) after developing pelvic dvt's, was tilted and had caudally migrated. The degree of tilt and the distance of the migration was not known, but it was reported that the apex had incorporated into the cava wall. It was reported that at one point, the pt had developed pe's in spite of the filter placement, because pt was taken off coumadin. This information could not be confirmed. The pt returned to the hospital for a CT scan, reason unk, and was then scheduled for filter removal four months later. The pt was asymptomatic. The physician tried several techniques, but was unable to retrieve the filter. The pt was referred to a vascular surgeon for filter removal. The surgeon tried to remove the filter by using a snare, a cone retrieval system & using a pta balloon to try and move it, and by flossing it. When all these attempts were unsuccessful, the surgeon decided to surgically remove the filter. The filter was removed and the pt remains asymptomatic and is doing fine at this time.

Manufacturer narrative:
The sample has not been returned for evaluation as it was discarded by the user facility. The device history records could not be reviewed, as the lot number was unk. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.